Event description:
Literature was reviewed regarding a patient who had a medtronic 25 mm harmony transcatheter pulmonary valve implanted inside a non-medtronic surgical pulmonary bioprosthesis (25 mm biocor epic). As recounted, the authors conducted hydrodynamic bench testing to determine the suitability of the harmony valve platform (22 mm and 25 mm sizes) in a failed surgical bioprosthesis. After bench testing, the authors decided to use the 25 mm harmony valve. During the harmony implant procedure, the patient experienced sustained ventricular tachycardia requiring defibrillation following advancement of the non-medtronic sheath (dryseal) to the pulmonary artery. After harmony deployment, the patient did experience any ventricular arrhythmias, and procedural imaging only showed mild intra-valvular regurgitation. The patient was discharged home with a mobile telemetry monitor, which was worn for six days. Short runs of ventricular tachycardia were detected, but the patient was asymptomatic and did not receive treatment for these episodes. Over the eleven-month follow-up, imaging exhibited mild intra-valvular regurgitation (unchanged from the implant procedure) and mild compression of the harmony valve housing, while the patient remained well and was free of clinically evident arrhythmias.

Manufacturer narrative:
Citation: o'donnell-smith mb, levi ds, lluri g, aboulhosn j. Harmony transcatheter pulmonary valve housing compression: bench testing and case report. Catheter cardiovasc interv. 2026;107(3):810-817. Doi:10.1002/ccd.70382 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.